Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 24-mar-2026. [Additional information]: on 24-mar-2026, additional information was received. Per the information, the coil was not stretched when it was removed; it was still attached to the delivery system when it was removed from the patient. During the detachment cycle, the detachment light illuminated and the audible signal beep was heard. Updated sections: b.4, e.1, e.3, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (2232569s) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a coil embolization procedure targeting the internal iliac artery performed during stent graft implantation to treat an abdominal aortic aneurysm. Devices were used according to their respective instructions for use (ifus). Embolization of the internal iliac artery was conducted using a system consisting of a 4 fr angiographic catheter and the coil support (medicos hirata). The 10mm x 34cm micrusframe 18 (mfr181034 / 2232569s) was used as the first coil, served as an anchor for the superior gluteal artery. After coiling at the target site, detachment of the 10mm x 34cm micrusframe 18 coil was attempted, but the coil could not be detached. The coil was replaced with another coil of the same specification. The replacement coil was successfully detached, and the procedure was completed without issue. It was reported that a pre-deployment electrical check was not performed. No indicator lights on the controller box illuminated to indicate any abnormality. The reported issue did not result in any undue procedural delay that could be considered clinically significant. Continuous flush was maintained during the procedure. There was no negative impact to the patient. On 09-mar-2026, additional information was received indicated that the coil was successfully removed from the patient.